Event description:
It was reported that during the procedure was to treat a target lesion in the moderately calcified and tortuous right coronary artery (rca), the physician advanced the xience alpine stent delivery system to the target lesion without difficulty. A non-abbott inflation device was used to inflate the delivery system balloon; however, the balloon was unable to be inflated. The device was removed without difficulty, with the balloon uninflated and the stent remaining on the balloon, a second xience alpine stent delivery system was then advanced and the stent deployed without issue. The same non-abbott inflation device was used with the second xience alpine. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues from this lot. Based on the reviewed information, no product deficiency was identified.